Event description:
It was reported that the device was explanted after an implant duration of approximately 99.7 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to regurgitation and stenosis.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information, a copy of the operative report, and a copy of the discharge summary were received. A device history record review is in process.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.